Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an absence of occlusion alarm issue. The reporter stated that the patient had a blood glucose (bg) of 600mg/dl with symptoms of dehydration, drowsiness and nausea. The patient was taken to the emergency room and treated with insulin via injection. Customer support (cs) completed troubleshooting and it was determined that the occlusion sensitivity was set to low. This report is being made due to the bg excursion the patient experienced due to setting the occlusion sensitivity to low.